Event description:
It was reported via FDA medwatch / FDA user facility report # mw 0533020000-2021-8013 the following information: patient receiving enteral feeds and medication through ng tube. Pump alarmed downstream occlusion. Tube was removed. Upon removal, it was noted that the ng tube was not intact. Abdominal x-ray showed that a fragment of the ng tube was retained in patient's stomach.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). The device was not returned.